Event description:
During dialysis treatment, machine alarmed for blood leak. Treatment initiated at 1:36pm and blood leak occurred at 3:15pm. Treatment interrupted. Per facility, patient's blood was returned using saline. No impact to patient. Prophylactic antibiotics were administered per facility protocol. Facility set up a new dialysis machine to complete patient's treatment. No further actions required and no additional information provided.